Manufacturer narrative:
A visual functional, and dimensional inspection of the product involved in the complaint is in progress. A DHR (device history record) review was performed on the product et tube, uncuffed, ped-soft, 2.5. The DHR investigation did not show issues related to the reported complaint. The reported lot#: 01l1300255 was manufactured on 11/21/2013. A document assessment (B)(4) was conducted and no changes were required. At this time since the device sample is in the process of being investigated it is not possible to determine the source of the defect reported, confirm the complaint, determine a root cause and provide a corrective action. Once the sample investigation is complete the complaint will be updated accordingly.

Event description:
The event is reported as: the customer alleges that the tube appears to have a piece of plastic at the distal tip that is causing an occlusion. The alleged defect will not allow the suction catheter to pass completely through the endotracheal tube. The alleged defect was discovered during a pre-test and prior to patient use.